Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth is evident at both aspects of the ring. A cut out in the sewing ring fabric of approximately 2cm is evident which exposed the silicone ring. No other inconsistencies detected or in the x-ray. Additional manufacturer narrative: the device evaluation was completed on 05/20/2010.

Event description:
It was reported that the device was explanted after an implant duration of approximately 173.4 months. On 04/14/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to svd and mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.